Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was later reported by a company representative that there was a misunderstanding of the complaints from the sales representative, and that this complaint was not a product complaint, and was only a request from the customer concerning the instruction manual. The company representative advised that this issue was reported to marketing about the request in relation to the instruction manual. However, we have requested additional clarification and information from our company representative, and will submit a supplemental report when it is provided.

Event description:
It was reported by a getinge service engineer that noise was noted from the scroll compressor during running test of the cardiosave intra-aortic balloon pump (iabp) before delivery to the customer. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The company representative has confirmed that the customer merely requested a copy of the revised instruction manual, but that it has not been released in japan as yet. The marketing department has been informed of this request, and will provide same to customer when it is released. No further investigation is required.

Event description:
It was reported by a getinge service engineer that noise was noted from the scroll compressor during running test of the cardiosave intra-aortic balloon pump (iabp) before delivery to the customer. There was no patient involvement and no adverse event was reported.